Event description:
It was reported that approximately three and a half weeks after the catheter was indwelled in the (B)(6) patient's right internal jugular vein, the extension line of the proximal lumen came off the injection hub while in the hospital ward. When this event occurred, the patient was moving and almost fell from the bed. The catheter was removed, but was not replaced with a new one since the patient was getting well and there was no need to administer drugs anymore. The catheter was inserted on (B)(6) 2010 and removed (B)(6) 2011. There was no reported delay, death, or complications to the patient.

Manufacturer narrative:
(B)(4). Sample will not be returned for evaluation.